Manufacturer narrative:
H.6. Investigation summary: this complaint is confirmed. This complaint is for contamination of phoenix ast broth tubes (246003) batch number 2256450. The customer provided photos of the affected tubes but did not return samples for the investigation. The photos show a tube with batch number present and broth containing contamination of clumps within. Based off the photos, this complaint is confirmed. A review of quality notifications reviewed no quality notifications generated on the complaint batch. A review of complaints revealed no other complaints on batch 2256450. Complaint trending was performed and there are no trends associated with this defect. Bd ID/ast will continue to monitor for trends associated with this defect and take action as necessary. H3 other text : see h.10.

Event description:
It was reported that prior to use with 200 bd phoenix¿ ast broth "clump" foreign matter was discovered in broth. The following information was provided by the initial reporter: before use. There are clumps found in the broth upon arrival.